Event description:
It was reported that during a routine device replacement procedure, the chronic implantable cardioverter defibrillator (ICD) and this associated right ventricular (rv) lead exhibited shock impedance measurements that had been trending upward over the past couple of months. At the procedure, a manual impedance test produced a high, out-of-range measurement of 137 ohms. The old device was removed and the replacement device was connected to this chronic lead. However, during defibrillation threshold (dft) testing, the new device recorded a code 1005 for a shock into an open condition, indicating an impedance value of greater than 145 ohms. Engineering reviewed the available data from the old and new device and recommended the rv lead be replaced. The physician programmed off the new device and planned a lead extraction procedure for a later date. No adverse patient effects were reported. There were no allegations against the chronic ICD; evidence suggests the out-of-range shock impedance measurements were solely due to a lead issue.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device replacement procedure, the chronic implantable cardioverter defibrillator (ICD) and this associated right ventricular (rv) lead exhibited shock impedance measurements that had been trending upward over the past couple of months. At the procedure, a manual impedance test produced a high, out-of-range measurement of 137 ohms. The old device was removed and the replacement device was connected to this chronic lead. However, during defibrillation threshold (dft) testing, the new device recorded a code 1005 for a shock into an open condition, indicating an impedance value of greater than 145 ohms. Engineering reviewed the available data from the old and new devices and recommended the rv lead be replaced. The physician programmed off the new device and planned a lead extraction procedure for a later date. No adverse patient effects were reported. There were no allegations against the chronic ICD; evidence suggests the out-of-range shock impedance measurements were solely due to a lead issue. A lead revision was performed about seven weeks later. This lead was partially extracted. During removal, the lead broke just beyond the suture when traction was applied. The lead unraveled and broke again prior to the rv coil. Therefore, the portion from the lead tip to the rv coil remains in-situ. The new rv lead was implanted without complication, and the replacement ICD from the may procedure was connected to the new lead to complete the procedure. It was also reported that the chronic right atrial (ra) lead was extracted and replaced as well, as it needed to be removed to facilitate placing the laser sheath over the rv lead. No additional adverse patient effects were reported. The explanted rv lead was badly damaged and was not planned to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
This report will be updated when additional information is received. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Upon receipt, the lead was returned severed at about 88 mm from the terminal pin. Only the proximal segment was received. Setscrew marks were noted in the correct location on the terminal pin. The outer insulation sleeve was bunched in several places. The lead segment passed electrical testing, indicating the conductors were intact on the portion of lead returned. Residual calcification was observed on the insulation of the returned segment. Analysis determined that the increasing shock impedance measurements may have been impacted by the calcification of body fluids on the lead tip and/or shocking coil. This could not be confirmed as that portion of lead was not returned. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that during a routine device replacement procedure, the chronic implantable cardioverter defibrillator (ICD) and this associated right ventricular (rv) lead exhibited shock impedance measurements that had been trending upward over the past couple of months. At the procedure, a manual impedance test produced a high, out-of-range measurement of 137 ohms. The old device was removed and the replacement device was connected to this chronic lead. However, during defibrillation threshold (dft) testing, the new device recorded a code 1005 for a shock into an open condition, indicating an impedance value of greater than 145 ohms. Engineering reviewed the available data from the old and new devices and recommended the rv lead be replaced. The physician programmed off the new device and planned a lead extraction procedure for a later date. No adverse patient effects were reported. There were no allegations against the chronic ICD; evidence suggests the out-of-range shock impedance measurements were solely due to a lead issue. A lead revision was performed about seven weeks later. This lead was partially extracted. During removal, the lead broke just beyond the suture when traction was applied. The lead unraveled and broke again prior to the rv coil. Therefore, the portion from the lead tip to the rv coil remains in-situ. The new rv lead was implanted without complication, and the replacement ICD from the may procedure was connected to the new lead to complete the procedure. It was also reported that the chronic right atrial (ra) lead was extracted and replaced as well, as it needed to be removed to facilitate placing the laser sheath over the rv lead. No additional adverse patient effects were reported. The explanted rv lead was badly damaged and was not planned to be returned for analysis. However, a segment of the lead was later received and analyzed.